Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The engineering eval is currently in process.

Event description:
A gore viabahn endoprosthesis was being deployed in the right popliteal artery. It was reported to gore that the viabahn device partially deployed and damaged the artery. It was stated that the artery tore and bleeding was reported. The pt was converted to open surgery to repair the artery and a new viabahn device was placed. The pt is fine.